Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device module control board was faulty. A field service engineer (fse) replaced the module control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower matrix drawers 03 and 04 were failed. The user doing countbacks for medications, the drawer did not open, and the screen became stuck on the countback screen, preventing them from moving forward. This occurred in matrix drawers 03 and 04. However, there were no adverse events or injuries reported based on this event.